Manufacturer narrative:
Device evaluated by manufacturer: a flextome device 10/3.00 was received for analysis. The device was received in two sections as a result of a complete break of the hypotube. A visual and tactile examination identified a complete break of the hypotube of the device. The break was located at approximately 80mm distal of the strain relief. The hypotube was also noted to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination identified that the balloon was not subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29apr2020. It was reported that the balloon could not cross the lesion. The over 95% stenosed target lesion was located in the left circumflex artery. A 10/3.00 flextome cutting balloon was selected for use in a percutaneous coronary intervention in an obvious occlusion in vessel. During procedure, it was noted that the balloon could not cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient status was stable. However, device analysis revealed a complete break of the hypotube of the device located at approximately 80mm distal of the strain relief. It was further reported that a complete hypotube break was not noted during procedure, but it was not known if the device was removed intact from the patient.